Event description:
Attempted deployment vasoseal in right groin cath site. Locator was inserted and advanced while maintaining tension. Wire indicator pulled back until resistance confirmed. White introducer inserted over wire. Markers did not line up. While maintaining tension introducer twisted and advanced. Felt "popping" of tissue. Checked marker & noted lines did not line up; marker above introducer. Attempted to confirm wire locator without success. Attempted to disengage "j" before removal of entire system. Removed as single unit however unable to confirm "j" wire did not break off in pt.